Manufacturer narrative:
(B)(4). The oxygen (o2) sensor was replaced on (B)(6) 2015. It was within its life span of six months. The electronic patient gas system (epgs) was overdue for its two year preventive maintenance (pm) (pm due on (B)(6)-2013). During reconditioning, the flowmeter, o2 sensor and the blender will be replaced. The flowmeter was last replaced on (B)(6)-2011 and was not within its service life of two years. Per instructions for use (IFU) the flowmeter should be replaced or recalibrated every two years. As a result, two year reconditioning and flowmeter replacement have been missed according to the prescribed service schedule per the manufacturer's policy. The field service representative (fsr) performed the pms from (B)(6)-2011 to (B)(6)-2014. There was no note in previous service reports that would explain why the original epgs was never sent for two year pm. This appears to be an oversight by the fsr. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system-1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 pounds per square inch (psi), entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. The pst initiated calibration and calibration failed. Flow was increased to over 12 liters per minute (l/min) instead of the normal 5 l/min. He temporarily replaced the internal flowmeter and the epgs then calibrated normally and all controls and functions operated as designed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.64 volts, within the specification of 0.55-2.758 volts. As per log review, on (B)(6) 2015 gas system calibration was successfully completed. Then, calibration was successfully completed again. Various flow and fraction of inspired oxygen (fio2) settings are made, and the flow was set to 2.9 l/min using the ccm slider. A few minutes later, the gas system reports "flow motor/mechanical fault" causing the gas system to be knob adjust only. After an hour calibration was attempted but fails with "flow out of range (0.02 l/min)". All of this indicates a possible problem with the flow meter or a mechanical problem with flow. It's possible the flow meter was measuring flow low causing flow to increase to 10 l/min as reported. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) replaced the suspect epgs. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the user set the gas sweep to 2-3 liters per minute (l/min) on the electronic patient gas system (epgs), then it jumps to 10 l/min. The user tried resetting it and it jumped back up again. Manual controls were not working either. A "service gas system" alert message (audible and visual) occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: prior to cpb, the epgs was calibrated successfully. Later in the procedure, but prior to the start of cpb, the normal stepper motor sound from the epgs was occurring, even though the perfusionist (ccp) was not adjusting gas conditions at the time. The measured gas flow on the central control monitor (ccm) was about 2.5 l/min, but the mechanical gas flowmeter placed just before the oxygenator gas inlet was displaying a gas flow of > than 10.0 l/min. The ccp questioned the >10.0 l/min gas flow on the mechanical gas flowmeter and he disconnected the gas line tubing from the gas filter and felt the gas flow and it appeared to be much higher than the 2.5 l/min measure on the ccm. The ccp used the sliders to lower the gas flow, but it remained high per the mechanical gas flowmeter. He then used the manual gas flow control and he was able to drop the gas flow rate. The ccp elected to re-calibrate the epgs and again it was successful and he decided to use the epgs for cpb, but he did bring a portable oxygen tank into the or as a back-up, if needed. About 90 minutes into the 120 minute cpb period, this behavior again repeated. The stepper motor noise occurred and the mechanical gas flowmeter was measuring a gas flow of 5 l/min and a minute later the mechanical gas flow meter was at >10.0 l/min. The ccm again was displaying a much lower gas flow of about 2-3 l/min. First, the sliders were used in attempt to decrease the gas flow, but were not effective. The manual controls did allow the gas flow to be reduced to the 2-3 l/min range, but in a few minutes the gas flow dropped to near 0.00 l/min and a "service gas system" alert message (audible and visual) occurred. Since the portable oxygen tank was available, the gas line tubing was moved to the portable tank and the tank was used for gas flow the remainder of cpb (about 30 minutes). According to the ccp, the gas line was moved to the portable tank prior to the blood showing sings of hypoxia. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.